Event description:
Customer (B)(6) informed sales rep mrs (B)(6) 2012 that item ref (B)(6) doesn't work properly. There was 10 minutes delay on operation due the reason that customer had to take new item to use. No harm cased for pt.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.